Event description:
The device was implanted via v-p shunt in (B)(6) 2012 to the patient with subarachnoid hemorrhage ((B)(6) year old female/(B)(6)) the initial setting pressure was 150mmh2o. After implantation, the patient¿s condition was improved. On (B)(6) 2014, since the pressure setting of the valve could not be changed after an MRI scan even by flashing, the revision surgery was conducted on the same day. It was noted that the pressure setting could not be changed to under 50mmh2o and over 80mmh2o. The valve was replaced with another product (82-3842) at 130mmh2o. The patient¿s condition is stable and still followed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). The position of the cam when valve was received was at 30mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming according to (B)(4) rev/b. The valve failed the test, during the programming test the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested according to test method (B)(4) rev. 23. Only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve passed the test. The valve was retested for programming according to (B)(4) rev/b. The valve failed the test, during the programming test the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam mechanism magnets were tested for polarity per procedure (B)(4) rev. 1. The test failed. Review of the history device records confirmed the valve product code 82-3146 with lot cnccv7, conformed to the specifications when released to stock on the (B)(6) 2012. The root cause of the problem could be due to biological debris found covering all of the valve mechanism inside the valve casing. The root cause for the failed polarity of the magnets test could not be determined. Trends will be monitored for this and similar devices. At the present time this complaint is considered closed.